Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were large and small air bubbles in the luer lock. The user primed the tubing to remove air bubbles successfully and resumed insulin delivery. The user's blood glucose level was 147 mg/dl.